Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7076008. Brand name: infinion cx. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7075381.

Event description:
It was reported that the patients spinal cord stimulation (scs) implantable pulse generator (ipg) site was red, and that the patient felt sick. The physician assessed that the patient had an infection at the ipg pocket site. The patient was administered antibiotics and underwent a revision procedure in which the scs system was explanted. The patient has recovered from the surgery. The explanted devices will not be returned as they were discarded at the medical facility.